Event description:
The device packaging indicates this stent can go through a 6fr system, but a 7fr system would still not go into the guide. All devices were removed. A 7fr destination sheath was utilized and another stent had to be used as the 5mm x 16mm x 120cm cast stent came off of the balloon. There was no injury to the patient.